Event description:
It was reported that the user experienced persistent hyperglycemia after changing a 23-inch, 6 mm teflon infusion set, with the user later noting the removed cannula appeared bent and a subsequent finding that the fill tubing process had not been completed, which likely prevented insulin delivery until drops were observed at approximately 50¿60 units during priming; the user later disconnected and administered subcutaneous insulin by pen. Symptoms included shakiness associated with blood glucose levels reaching a reported high of 502 mg/dl. Outcomes included prolonged hyperglycemia outside the target range for more than five hours and the need for backup subcutaneous insulin, without medical intervention or hospitalization. Investigation included product-use review, troubleshooting, and education on site change and proper tubing fill. Investigation of this case revealed a probable infusion set and use-related issue involving an incompletely primed infusion line and a bent cannula, which can lead to under-delivery of insulin and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory user technique and infusion set integrity.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.